Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 295mg/dl. The customer's levels had risen to 310mg/dl. The customer states they treated high levels with syringe. Troubleshoot was conducted. The customer was sent tubing clamps to conduct high pressure test. The customer states they no longer had high levels, but conducted the high pressure test on their own. The customer states that insulin did not come out, and they did not receive a no delivery alarm. The customer declined to perform the high pressure test once more. The customer's level was 110mg/dl. No further assistance was needed.